Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) battery that was experiencing power consumption issues. There was no reported patient injury related to this event. The battery was taken out of use and a new battery was issued to the patient. The reported battery was returned to the manufacturer and evaluated. Upon evaluation the returned battery passed visual inspection and functional testing. A review of the log files revealed the returned battery had no anomalies. Based on the results of the previous investigation, devices passed both, visual and functional testing, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The mostly likely root cause of the reported event can be attributed to faulty internal cells within the hvad battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient's battery needed more time to charge than the other batteries. The rate at which the battery discharged was also much faster in comparison to the other batteries. There was no reported patient injury as a result of this event. The facility replaced the battery and returned it to the manufacturer.